Event description:
The customer reported that the device failed to power up, which could prevent the delivery of therapy.

Manufacturer narrative:
The customer evaluated the device, and localized the issue to a failed power supply. Replacing the power supply resolved the issue. We are considering this a malfunction of the power supply. (B) (4).